Event description:
It was reported that a patient was feeling stimulation from his head down to his foot. The reporter stated that the device was implanted to help with pain in the patient's big toe on his left foot. It was reported that the stimulation was supposed to travel down the patient's left leg, not be in his head. Symptoms included acute pain, which started "at least two weeks" before the report. It was noted that the patient had had three falls in the past, one in (B)(6) 2012 when the patient broke his hip and had to have surgery, one within the past six months, and one on (B)(6) 2012 when the patient fell face forward. The reporter stated that the patient was able to use stimulation after the first two falls and the device was not checked after any of the falls. It was noted that the patient had nerve damage from back surgery in 1991. It was reported that the patient had not made adjustments with his programmer, and the patient currently had stimulation off. It was noted that when stimulation was on, it was painful. Stimulation was then turned on and down on the left side to its lower limit, but the patient was still in pain. It was noted that the patient did not use the device for the right side. It was reported that the patient had seen his health care provider the day before the report. It was noted that the patient wanted help with reprogramming. Three days later, it was reported that the patient's falls were unrelated to the therapy. Four days later, it was reported that the patient was reprogrammed and evaluated. The reporter stated that the patient had his stimulator turned up too high and it was uncomfortable. It was reported that stimulation was adjusted and the patient "said that it was great" and was covering his painful areas comfortably.

Manufacturer narrative:
Product ID 748940, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748940, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 7435, serial # (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 3998, lot # j0540938v, implanted: (B)(6) 2005, product type lead. (B)(4).